Event description:
The user alleged there is a white line in the middle of the spirit insulin pump screen. No adverse event was reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.